Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder procedure, the dyonics 25 instantly filled with fluid the patient's shoulder. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No further complications were reported. The patient current status is ok.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found no issues. A functional evaluation was performed on the returned device and found p2 transducer failed pressure test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per case details, it was reported ¿the patients shoulder almost instantly filled with fluid¿ during a shoulder procedure. Per case communication, ¿the patient is okay.¿ the device IFU [ 1061600 rev. M] warns, it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Improper cannula setting can lead to inaccurate pressure settings, pressure, and flow rate fluctuations, and over pressurization of the joint. Insert only empty tube set cassettes into the cassette slot. Tube sets under pressure from the irrigation bags can cause inaccurate pressure and flow rate readings or trigger error messages. The dyonics¿ 25 system must be monitored during use. If over pressurization is suspected, press the pump stop button. Drain the fluid from the joint. Do not connect a suction source to the outflow barb of the inflow cannula. Over pressurization of the joint can occur if a suction source is connected to the outflow barb of the inflow cannula. Smith and nephew has not received the requested patient specific documentation, the device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per case details, it was reported ¿the patients shoulder almost instantly filled with fluid¿ during a shoulder procedure. Per case communication, ¿the patient is okay.¿ the device IFU [ 1061600 rev. M] warns, it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Improper cannula setting can lead to inaccurate pressure settings, pressure, and flow rate fluctuations, and over pressurization of the joint. Insert only empty tube set cassettes into the cassette slot. Tube sets under pressure from the irrigation bags can cause inaccurate pressure and flow rate readings or trigger error messages. The dyonics¿ 25 system must be monitored during use. If over pressurization is suspected, press the pump stop button. Drain the fluid from the joint. Do not connect a suction source to the outflow barb of the inflow cannula. Over pressurization of the joint can occur if a suction source is connected to the outflow barb of the inflow cannula. Smith and nephew has not received the requested patient specific documentation, the device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was not confirmed. Factors which could have contributed to the reported event include a defective transducer. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.